Event description:
The user reported hearing a crack in the burette, which caused the infusion of hydrocortisone to leak from it. The 82113e set had been in use for 5 days when the incident occured. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. The set has been requested for investigation but not received to date.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer.